Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the respiratory therapist observed that the ventilator was not delivering the expected volumes. No harm to the patient was reported.